Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify but unable to duplicate the reported issue. The root cause was unable to be determine. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.